Event description:
It was reported that the device had premature battery depletion. It was also reported that the right ventricular lead impedance has decreased from 687 ohms to 323 ohms and the thresholds have gradually risen. The device was removed and placed. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.